Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance on the right ventricular (rv) channel that resulted in a lead safety switch (lss). Technical services (ts) reviewed the reports and noted that the impedance has been consistently rising since. Ts noted that there are noisy signals related to the unipolar programming. There was pacing inhibition for just over three seconds, however, ts saw the patient's intrinsic beat through the noise. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance on the right ventricular (rv) channel that resulted in a lead safety switch (lss). Technical services (ts) reviewed the reports and noted that the impedance has been consistently rising since. Ts noted that there are noisy signals related to the unipolar programming. There was pacing inhibition for just over three seconds, however, ts saw the patient's intrinsic beat through the noise. The device remains in use. No additional adverse patient effects were reported. Additional information indicates that the device also exhibited high capture thresholds on the rv channel. The lead was explanted and replaced. The device remains in use. No additional adverse patient effects were reported.